Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter would not display the apply sample screen after a test strip was inserted into the meter to perform a test. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter was found to have a defective component. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.